Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-paced t-wave oversensing was noted on the ventricular lead. The patient did not receive any therapy during the oversensing. Programming changes were made.